Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient infusion set cannula is not in place for 6 events within 3 hours of insertion. The site of insertion was abdomen. Patient replaced infusion set and resumed insulin successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. Has context menu. No further information available.